Manufacturer narrative:
(B)(4). Date sent: 3/28/2025. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colostomy take down procedure that a dry sponge caught on fire after energy from the tip of the pencil "arc'd" towards the sponge during a procedure involving a megen1 and telescoping smoke pencil (10 ft). The dry sponge was reportedly 2 inches away from the tip of the pencil while activating. The brand of smoke evacuator was not reported on the call. The customer sent the megen1 to biomed for troubleshooting but they threw away the grounding pad and telescoping pencil. No patient consequence or procedure delay reported. Biomed's confirmed the power output was measuring in range at 35 watts for cut and coag.

Manufacturer narrative:
(B)(4). Date sent 5/9/2025 investigation summary per service manual operational and diagnostic analysis did not confirm the reported fire/sparking issue. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.